Event description:
No additional information received.

Manufacturer narrative:
This follow up report is being submitted to report additional information. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports. On november 6, 2019, it was reported that the unit was not working appropriately. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Product review of the meshgraft ii on (B)(6) 2019 revealed that the calibration was out of specifications and the device did not produce a passing sample mesh. The side plates were the old style and needed replaced. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the cutter, side plates, roller, handle, ratchet spring, ratchet gear, and sliding pin. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the meshgraft ii was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as the unit being out of calibration and the side plates being the old style and requiring replacement. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the cutter, side plates, roller, handle, ratchet spring, ratchet gear, and sliding pin were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit was not cutting appropriately. The device has not been serviced since it was purchased. There was no event with the device; it was discovered testing and there was no harm, no delay reported.